Manufacturer narrative:
(B)(4).

Event description:
Customer report of an erratic display. The failure happened when the device was not used on a patient. The covidien customer service engineer (cse) replaced the graphic user interface (gui) central processing unit (cpu) and backlight printed circuit board (pcb) which resolved the reported issue. Ventilator passed self-testing.